Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2009. On (B)(6) 2015, a recurrence of cystitis was observed. A cystoscopy was done which showed mesh erosion into the bladder with several small concretions in the mesh. A surgical removal of the mesh is planned. No further information will be provided.